Manufacturer narrative:
Investigation: bd received a 24 gauge insyte autoguard unit from an unknown lot for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer visually inspected the returned unit and observed a kink in the catheter tubing. Next, the tubing was inspected under a microscope and the kink was confirmed. Finally, a leakage test was performed on the unit but no leakage was observed coming from the damaged tubing. Based off the visual inspection and testing the engineer was able to verify the reported failure mode of bent tubing but could not verify the reported leak. Unfortunately, a definitive root cause could not be determined for the observed kink. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) leaked. The following information was provided by the initial reporter: "after a while since started infusion, leakage occurred from insertion part of the catheter. When removed the catheter, hcp found it was bent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) leaked. The following information was provided by the initial reporter: "after a while since started infusion, leakage occurred from insertion part of the catheter. When removed the catheter, hcp found it was bent."